Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during remote transmission via merlin.net, a high lead impedance measurement was noted. On (B)(6) 2011, the lead was confirmed fractured via x-ray. The lead was capped.